Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs show no loosening however does show superior subluxation and rotator cuff impingement as well as a possible glenoid fracture. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: unknown, zimmer humeral head, lot # unknown. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04057.

Event description:
It was reported that the patient underwent an initial shoulder implant at an unknown date. Subsequently the patient has been indicated for a revision. No additional information is available at this time.